Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misleading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-38 alarm. This alarm was caused by defective force sensing resistor's (fsr's). The sensors were replaced to fix the reported condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.